Manufacturer narrative:
(B)(4).

Event description:
It was reported that intra-aortic balloon pump (iabp) while in use on the patient, the staff noted that the pump was alarming, has stopped pumping and printed a continuous black strip. As a result, the pump was quickly switched out for another. The field service engineer has serviced the pump and has returned the pump back to service. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of "unspecified alarm" is not confirmed. The pump did not trigger any alarms during the complaint investigation. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that intra-aortic balloon pump (iabp) while in use on the patient, the staff noted that the pump was alarming, has stopped pumping and printed a continuous black strip. As a result, the pump was quickly switched out for another. The field service engineer has serviced the pump and has returned the pump back to service. There was no report of patient complication or serious injury and death.